Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported tear/carving issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the starclose se device was pulled out with force. It should be noted that the starclose se instructions for use states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device which may necessitate interventional and/or surgical removal of the device and vessel repair. In this case, the force applied to remove the device was circumstantial. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a starclose se device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly during step 2, the metallic sheath became stuck on the introducer. Force was applied and the metallic sheath came out from its axis. This was a carving situation. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.